Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results on a performa nano meter, compared to a professional meter, within 10 minutes: 539 mg/dl (performa nano) and 110 mg/dl (doctor's meter). No death or serious injury reported. Requested return of suspect device for evaluation.